Manufacturer narrative:
Follow-up #1; date of submission: 10/17/2016. The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings. There was evidence of moisture contamination behind the display lens. The audio bolus button cover was detached from the pump. The pump failed a leak test as a result of the missing cover. The pump was pulsing a vibration when it was powered on. Moisture corrosion was observed on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.